Event description:
The plaintiff alleges that while working as a certified nurses assistant plaintiff wore and was continuously exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleges that in 1999 following a rast test, plaintiff was diagnosed by a dr as being allergic to latex. Plaintiff also alleges that plaintiff has become sensitized to latex, and is now subjected to increased health risks. Plaintiff further alleges that plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Finally plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering as well as economic loss, mental pain and anguish.